Manufacturer narrative:
Date received by manufacturer: 10dec2019. Report date: 16dec2019. The fse (field service engineer) evaluated the ventilator and confirmed the occurrence of the diagnostic code related to blower failure. The fse also identified that the display shell assembly was cracked. The fse replaced the blower, flow valve assembly and display shell assembly. The ventilator successfully passed performance specification testing after the repair was completed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 31mar2020. B4: 01apr2020. The replaced blower assembly was returned for failure analysis. The blower assembly was tested and no failures were identified. A relationship of the device to the reported problem could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03dec2019.

Event description:
The customer reported a blower error fault. There was no patient involvement.